Event description:
Pharmacist reported that when administration set tubing comes in contact with etoposide (undiluted) and taxol (diluted) (chemotherapy drugs), the tubing falls out of drip chamber and chemotherapy drugs spill on the floor. This has occurred on 5-6 occasions.